Event description:
During a remote follow-up, low sensing, noise and noise reversion was observed on the right ventricular (rv) lead. Abbott technical support was contacted and no intervention has been performed at this time to resolve the event. The patient was in stable condition and the patient will continue to be monitored.

Event description:
Additional information received indicated that a lead fracture was suspected to be the cause of the event.

Event description:
Additional information received indicated the patient was subject to lead provocation testing and the noise was reproducible. The device was reprogrammed to resolve the event and the patient was in stable condition.